Event description:
Ous MDR - after an implantation time of one year, there were artifacts detected in the rv channel, but there were no shock deliveries. The system was explanted and there was no other adverse patient effects reported. Lumax 300 hf - t, (B) (4), MDR 1028232-2010-01592.

Manufacturer narrative:
The returned state, the lead was destroyed and consisted of two lead fragments. The lead had been cut 10 cm distal of the connector pin, probably with a scalpel. The measurements of the direct-current resistance at the lead fragments showed nothing abnormal. The strongly deformed fixation screw is probably a result of the explantation process. The analysis of the lead and the analysis of the ICD did not show any deviations from the specification that could be related to the clinical observation. A manufacturing error or material defect was not found on either the lead or the ICD.